Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.:the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left pulmonary artery. A non-bsc introducer sheath and a non-bsc guide catheter was selected for use and advanced towards the target vessel. Following the insertion of a mach1 6fr guiding catheter, a 2.5mmx20mmx143cm coyote¿ balloon catheter was used to predilate the target lesion. The balloon was inflated to 20atm on the 1st inflation. Then it was inflated to 20atm for 60 seconds and it ruptured. The device was retrieved and the procedure was then completed with another of the same device. No patient complications were reported and patient's status was good.